Manufacturer narrative:
The complaint received states that during positioning the orbit mini complex fill3.5x7.5 (637mf3575 / 15706843) stretched. The patient is male and (B)(6), did aneurysm embolization. The surgeon put the mc in place. The shape was not good when he positioned the 1st coil. The surgeon retrieved the coil and released again. The surgeon noted the coil had already stretched when he recalled the guidewire. The surgeon had to remove them as a unit and changed new coil to complete. The target site was reported as 4.0 x 3.2 mm, regular. No neck remodeling was done. An unknown prowler 14 microcatheter was used. An adequate continuous flush was used throughout the procedure. The surgeon positioned the coil and found the shape is not good. Then he retrieved it and repositioned again. The coil had stretched during adjustment. The complaint device and the microcatheter were removed as a unit. There was no flow reduction secondary to the device manipulations. The entire coil was successfully removed. The patient was fine and was discharged. No adverse event occurred. A non-sterile orbit mini complex fill3.5x7.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 47 and 98cm from the proximal end of hub. The introducer was received unzipped and elongated condition was noted on it. The support coil and gripper were found without damages while the embolic coil was found stretched. The introducer, gripper and the embolic coil were inspected under microscope; the introducer was found elongated, the gripper was found without damage while the embolic coil was found stretched. The review of lot 15706843 revealed one (1) defect was 1 coil stretched and it could be related to the failure reported by the customer, however; inspections are in place (637mi018 rev. 25) that prevents these kinds of damages leaving from the facility. All defects were reviewed against fmea 637ef003 rev 15, and no issues were noted that were considered potentially related to the reported complaint. The failure reported by the costumer as ¿coil ¿ unraveled stretched¿ was confirmed. The condition of the received device was apparently caused by applying excessive force on it but it and the cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per 637mi021 rev. 26 that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Review of the information suggests that procedural issues may have contributed to the confirmed event.

Event description:
The complaint received states that during positioning the orbit mini complex fill3.5x7.5 (637mf3575 / 15706843) stretched. The patient is male and (B)(6) years old, did aneurysm embolization. The surgeon put the mc in place. The shape was not good when he positioned the 1st coil. The surgeon retrieved the coil and released again. The surgeon noted the coil had already stretched when he recalled the guidewire. The surgeon had to remove them as a unit and changed new coil to complete. No adverse event occurred. The target site was reported as 4.0 x 3.2 mm, regular. No neck remodeling was done. An unknown prowler 14 microcatheter was used. An adequate continuous flush was used throughout the procedure. The surgeon position the coil and found the shape is not good. Then he retrieved it and repositioned again. The coil had stretched during adjustment. The complaint device and the microcatheter were removed as a unit. There was no flow reduction secondary to the device manipulations. The entire coil was successfully removed. The patient was fine and was discharged.

Manufacturer narrative:
Additional informaiton will be submitted within 30 days of receipt.